Manufacturer narrative:
Investigation summary: suction: clinical details report persistent intermittent suction throughout support. Initially, it was reported that there was concern the pump was positioned deep, however, it was later confirmed to be in proper position. Stopping epi, reducing p-level, and administering volume were all troubleshooting methods cited to help resolve suction. Neither data logs nor product were returned for investigation. Since data logs and product were not available, the cause of the suction could not be determined. Optical sensor issue: clinical details report that the aops was reading lower than the a-line (aops: 75/35(49), a-line: 127/48(63)) on (B)(6) 2025. No further details were provided. Neither data logs nor product were returned for investigation. Since data logs and product were not available, the cause of the optical sensor issue could not be determined. Arrhythmia: clinical details report the patient was in and out of a-fib on (B)(6) 2025. In order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1784973. Device history batch: subcomponent: na. Device history review: pump sn (B)(6) passed all post-sterile inspection checks.

Event description:
The complainant reported that during impella 5.5 support, the patient experienced continuous pump suction issues which was resolved through standard troubleshooting numerous times. Additionally, it was noted that there appeared to be an ao drift. Automated impella controller ao placement signal was 15-20 points off aline reading. Ao placement reading was 75/35(49) while aline reading was 127/48(63). Moreover, the patient went in and out of atrial fibrillation. However, after nine days of support, care was withdrawn and the patient expired. This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the automated impella controller.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.